Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, and not prepping the skin with an antiseptic solution have been ruled out. However, the orthopedic surgeon believes the fluid could be due to the total knee prosthesis which may need to be revised. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. Although an infection was not confirmed, the cause of the fluid is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported fluid was drained off their knee and a possible infection. Although there were no systemic signs of infection or wound issues, antibiotics were prescribed and an explant procedure was performed on (B)(6) 2025.